Event description:
A user facility reports that during intraocular lens (iol) implant surgery, a nonconforming haptic was noticed after the iol was inserted into the eye. The incision was enlarged minimally to facilitate removal and replacement of the iol. The facility stated the pt is fine following this procedure.